Manufacturer narrative:
Evaluation of the returned velocity confirmed a fracture. If the device is forcefully manipulated against resistance, damage such as a kink and subsequent fracture may occur. Further evaluation revealed additional kinks, and the distal shaft was curled. This damage may have also been a result of manipulation of the device against resistance. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), non-penumbra catheter and a non-penumbra stent retriever. It was noted that patient anatomy was not extremely tortuous. During the procedure, the physician completed one pass. Then, during the second pass, the physician experienced resistance while advancing the stent retriever through the velocity. However, the physician successfully completed the second pass. The procedure ended at this point because the physician was satisfied with the results. After the devices were removed, the physician noticed the mid-shaft of the velocity was broken on the back table. There was no report of an adverse effect to the patient.